Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2001; UDI: (B)(4); ubd: 2003-11-14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal morphine (unknown concen tration and dose) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the reason for call was the caller stated the patient was having magnetic resonance imaging (MRI) and the MRI facility needed the make, model and serial number of the implanted device. The agent provided the information. The caller then stated the MRI was to rule out possible catheter tip granuloma prior to pump replacement due to end of service (eos). The caller stated there was no issue that he was aware of and stated the nurse was just there to fill the pump and no issues were reported to him from the nurse. The agent reviewed MRI guidelines and redirected to their doctor.

Manufacturer narrative:
H6 correction: meddra code 10065476 also applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.